Event description:
I had what appeared to be a plastic button coming through the skin of my breast. Two days later a large hole with plastic "strands" was visible. When I saw my oncology doctor he advised it appeared to be a biozorb marker and would need to be removed. Surgery was performed to remove it.